Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated their quality control (qc) was out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed service and returned the instrument to the customer. After the cse left the customer's site, the customer stated their qc was out of range again and having issues with their calibration. The cse was dispatched to the customer's site multiple times to correct the issue. The cse performed a total service call and found bubbles in the fluid lines in the fluidics draw. The cse primed the instrument and performed, qc, resulting out of range. The cse checked for bleach, resulting within specifications. The cse checked the acid and base dispense, resulting within range. The cse performed valve checks on the pressure manifold and fluidics manifold, resulting within specifications. The cse performed dark counts without cuvettes, resulting within range. The cse found air slugs in the fluidics drawer. The cse primes the instrument, correcting the issue with air slugs. The cse replaced the diluter and plungers in the fluidics drawer. The cse performed a system prime and daily clean, with no issues found. Cse performed a precision run, resulting within range. The cse replaced valves that caused bubbles. The cse replaced the separation manifold and valves. The cse found dripping at dispense port 3. The cse inspected the port and found a hole in the tubing. The cse replaced the tubing. The cse primed the system, performed calibration and qc, resulting within specification and range. The cause of the discordant, falsely depressed vitamin d results obtained on three patient samples and two falsely elevated vitamin d results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed vitamin d results were obtained on three patient samples and two falsely elevated vitamin d results were obtained on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on the same advia centaur xp instrument. Patient samples: 2, 5 and 7 repeated higher. Patient samples: 9 and 10 repeated lower. It is unknown if the repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vitamin d results obtained on three patient samples and two falsely elevated vitamin d results.